Event description:
Patient complained pca was "beeping" a lot. Error message "alarm set 3" appeared at approx 0845. Replaced "c" batteries, turned the pump back on, and it appeared to be working. A replacement pump was ordered. At 1100 the same message appeared. Obtained a new syringe, tubing, and pump and restarted infusion.